Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of myopotential noise as the cause of the delivery of such therapy. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.